Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted and replaced to address the issue.